Event description:
The account alleged that the head section will not go up.

Manufacturer narrative:
The account found the s7 head up valve was stuck. The account replaced the valve to repair the bed.